Event description:
It was reported the insulin pump alarmed motor error while customer was trying to do a manual prime. Customer's mother reported they are unable to get out of the preparing to prime loop. Customer's blood glucose level was 204 mg/dl. Customer's mother stated the insulin continued to drop after motor stops during the manual prime process. Troubleshooting was performed. Customer's mother was advised to disconnect the device from the customer. Customer did not drop or bump the device prior to the alarm. Customer's mother stated the drive support cap appeared to be normal and was not press. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to faulty force sensor. Insulin pump received with minor scratches on display window. Insulin pump received cracked case display window corner, cracked reservoir tube lip and scratched case.